Event description:
The patient dislocated. The proximal body was exchanged to increase length and a dual mobility insert was used.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00262216_1644408-2019-00822; 495-01-085, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.